Event description:
Original implant records for the 29mm valved conduit noted that three (3) months prior to implant the patient had multiple positive blood cultures for strep species. At that time the patient was treated with IV antibiotics and patient was scheduled for the aortic valve replacement procedure as long as antibiotics were finished and there was no further evidence of endocarditis. Approximately two (2) months prior to implant of the valved conduit blood cultures were positive for micrococcus. Tte showed bicuspid aortic valve with severe aortic valve regurgitation, stenosis, and an echo density consistent with vegetation.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A lot history review was performed for endocarditis and no complaints for the same defect were found. Corrected h6 component code.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b6, b7, h6. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patients own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever nonconformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period.

Event description:
Edwards received information a 29mm valved conduit was explanted after one (1) month, nine (9) days due to endocarditis, aortic regurgitation, annular valve dehiscence with hematoma, aortic root abscess, and aortic valve vegetation. Patient presented with near syncope, fever and chills. A CT showed multiple bilateral occipital and cerebral thromboembolic strokes, the aortic valve the site of dehiscence. Blood cultures were positive for staphyloccocus lugdunensis. The explanted device was replaced with another 29mm valved conduit. There were no complications. The patient tolerated the procedure well and was transferred to the intensive care unit in stable condition. Patient had complete heart block on post-operative day one so was consulted for pacemaker. Records noted there is clear av dissociation suspicious for continued complete heart block. Patient was placed with permanent pacemaker on post-operative day 3. Patient was discharged home on post-operative day eight (8). Per the medical records: a CT on admission showed multiple bilateral occipital and cerebral thromboembolic strokes, hematoma round the distal arch of the aortic anastomosis site, suggesting the aortic valve the site of dehiscence. An echo on day two(2) of admission continued to show a normally functioning 29mm valved conduit, no significant ai. His h and h continued to drop. The patient underwent redo aortic root replacement with 29mm conduit valve, aortic root/annular repair with patch and direct coronary reimplantation. Operative findings are noted as aortic root abscess, annular valve dehiscence with hematoma, aortic valve vegetation, no significant signs of infection on the graft itself no signs of infection at sternotomy. A post-op tee revealed excellent valve function with no significant paravalvular leak.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve device and additional information is in process. If additional information is received a supplemental MDR will be summited. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint."the information reported may or may not be related to the edwards device. Edwards implant patient registry received information a 29mm was explanted after one (1) month, nine (9) days due to unknown reasons. The explanted device was replaced with another 29mm aortic valve.